Manufacturer narrative:
A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es, single patient was not crossing over in pyxis and showing two separate accounts for same patient. The customer reported there was a delay in dispensing medications to the patient. There were no adverse events or injuries reported based on this event.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es, single patient was not crossing over in pyxis and showing two separate accounts for same patient. The customer reported there was a delay in dispensing medications to the patient. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
Additional information: section h imdrf annex codes a review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 16-apr-2019 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of this incident, it was determined that the single patient record did not cross over to pyxis and appeared as two separate accounts and one permanent and one temporary. A technical support specialist (tss) advised the customer to contact their hospital admission team to reconcile the duplicate patient accounts. Following this action, the customer confirmed that the issue was resolved and authorized closure of the case. The system functioned as intended after the technical support specialist assisted the customer.